Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hysterectomy procedure on unknown date and the mesh was implanted. It was reported by the patient that the bladder failed immediately ended up losing a bladder in and underwent many surgeries trying to rectify what the mesh had caused. It was also reported that the patient has not been able to have intercourse since this appliance was fitted and to this day the pain is way too much to participate in intercourse. No further information is available.